Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line instead of upstream occlusion. Evaluation experienced a false air in line alarm. A review of the event history log identified air in line alarms. The cause was determined to be a defective ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line instead of upstream occlusion. The problem was found during routine testing in the biomed department. There was no patient involvement. No additional information is available.